Manufacturer narrative:
G4: 18mar2021. B4: 20mar2021. Many good faith efforts were made to obtain additional information however there was no response . The alleged malfunction was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
It was reported the ventilator would not turn on. There was no patient involvement.